Event description:
The technician alleged the bed exit was not alarming audibly. No pt impact.

Manufacturer narrative:
The technician replaced the scale on the pt position module board to resolve the issue.